Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was originally reported the holding sleeve was worn, is has been reported the distal tip was broken off not worn

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of instruments it was noticed that some were worn and broken. The screwdriver has corners that were rounded, the holding sleeves were worn, and the tip of the straight tip driver appeared to have a piece that sheared off. There was no patient involvement. This is report 2 of 4 for (B)(4). This report is for 1 of 2 holding sleeves..

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: this complaint is confirmed as the tip damage is verified. This complaint condition was likely caused by off-axis application of the screw: sleeve interface or force applied while the sleeve was not fully seated in the screw. A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the magnum manufacturing center, inc. Manufactured the holding sleeve-long for matrix, p/n 03.632.036, and lot # 6719147, for (B)(6) dated october 31, 2011. Initially, the part conformed to the certificate of compliance, dated october 31, 2011, and was inspected and conformed to the synthes incoming final inspection sheet (B)(4), revision ¿n¿. The parts were released to the warehouse on (B)(6), 2011. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.